Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred when the user had 5 units of insulin in the cartridge. Reportedly, the user would deliver 4.17 units and stated that after 1.7 units were delivered, the empty cartridge alarm occurred. There was no impact to the user's blood glucose level. The user would change the cartridge and resume insulin delivery. Review of t:connect pump data indicated that the cartridges were also being changed out every 3.5 to 4 days.